Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, it was noted that there was an increase in capture threshold that resulted in a loss of capture on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a dislodgement of the rv lead. A repositioning procedure was attempted, however, the helix was damaged and the lead was not able to be repositioned. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event was lead dislodgement. The other reported events of a damaged helix and loss of capture were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual and x-ray examinations revealed that the inner coil was over-torqued consistent with procedural damage. The helix was revealed to be normal. After cleaning, the helix could be extended and retracted. The full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts.